Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while on the vaginal cuff closure, the devices' needle fell out of the jaws when toggling and went in the patient's cavity. In order to resolve the issue, the needle was retrieved. Both devices had the same issue in the event. There was no patient injury.